Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, lab: 1.8, inratio: 1.2; (B)(6) 2012, 2.4, 2.0. Venous lab draws. Less than one hour between testing. Customer milks the finger after finger-stick in the attempt to collect sufficient sample for the test.